Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported fielder xt-a guide wire was returned for evaluation. Originating from the proximal solder (set at 160mm from the tip for the purpose of fixing the outer coil onto the core), the outer coil and the polymer jacket were found stretched. The guide wire was fractured at approximately 20mm distal to the proximal solder. A bend was observed proximal to the fracture end. Microscopic observation of the fracture end found that the outer coil was fractured at the same site where the polymer jacket was torn off. The fracture end of the outer coil was twisted and had a relatively flat fracture surface, indicating that the coil fracture was attributed to torsion generated most likely when the outer coil was pulled and straightened. The polymer jacket was found torn off along the coil pitch. The outer coil and the polymer jacket were removed for observation of the underlying core. The core fracture end was almost at the same site of the fracture end of the outer coil. The core had a stepped fracture surface and circumferential cracks were observed on the core shaft, indicating repeated bending stress had contributed to the observed core fracture. Measurement of the returned fielder xt-a guide wire suggested that the guide wire was fractured at approximately 140mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the above investigation outcome, it was presumed that bending stress generated with pushing and pulling manipulation in attempts to cross the lesion might have been locally applied on the wire tip, fracturing the core. As further tensile stress generated with removal was applied, the outer coil and the polymer jacket were stretched, tearing the polymer jacket and fracturing the outer coil. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: ~ separation of the guide wire.

Event description:
It was reported that an asahi fielder xt-a guide wire was used with an asahi caravel microcatheter via retrograde approach through epicardial collateral channel during a percutaneous coronary intervention (pci) to treat a moderately tortuous, heavily calcified chronic total occlusion (cto) in the ostial left anterior descending artery (lad). When the fielder xt-a guide wire was removed after 5 minutes of attempting to cross the occluded lesion, the guide wire broke at the proximal part, and the distal part remained inside the patient anatomy. The position of the caravel microcatheter was lost and perforation of collateral channel occurred. No additional action was taken against the wire fragment and the physician decided to leave it in situ. Coil embolization was performed for the collateral channel. It was reported that the patient was good after the procedure although ventricular extrasystoles persisted. No other information was available.